Manufacturer narrative:
Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 43 alarm noted during testing. However, corroded electronic assembly noted during visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer's blood glucose was 15 mmol/l .customer reported that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. The customer was assisted with performing displacement and self test and both the test was passed. The troubleshooting was performed for the insulin pump error and customer was not want for high blood glucose. The insulin pump requires replacement and the customer was advised to discontinue use of the insulin pump and to revert to backup. The insulin pump will be returned for analysis.